Event description:
Boston scientific received information that this pacemaker displayed cross-talk oversensing which lead in pacing inhibition in greater than two seconds of asystole. Associated with the asystole, it was also reported that the patient had fallen and broke the ankle which required a surgery. The device sensitivity was programmed to being less sensitive. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.